Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that since the summer of 2016, she felt a ¿pulsating sensation¿ in her head when the stimulation from the implantable neurostimulator (ins) should be turned off. It was noted that when the patient turned on the stimulation, the pulsating sensation would get worse and it had gotten worse with time. There were no reports of falls or traumas that could be related to this issue and this was considered to be a gradual change in therapy. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the they were having the same problems as stated previously and reported that it's "like the stim unit doesn't work properly." The patient reported that the stimulation doesn't stay on and that their neck starts to throb and vibrate when they touch it or when they make different movements "it will start up." The patient stated that their pain had come back about three weeks prior to the report. The patient planned on following up with their healthcare provider and manufacturer representative. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that changing the device programming resolved the issues. No further com plications were reported.